Manufacturer narrative:
Stryker evaluated the customer's device and verified and duplicated the reported issue. Stryker identified the keypad as the cause and replaced it to resolve the issue. After proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device's "on" button is not responding. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.